Event description:
Biopsy being performed on the right ankle. When the physician tried to remove the biopsy needle it would not come out easily. When a second attempt was made the plastic handle came off the needle. A physician and second physician tried again with sterile pliers to remove the needle. Not successful and the patient was taken to the or for removal.